Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump may have accidentally over delivered insulin. The customer¿s blood glucose level was 132 mg/dl at the time of the incident, and 117 mg/dl at the time of the call. The customer was handling a filled reservoir during a set change, and they started smelling insulin, but could not see any wet spots. Troubleshooting was not completed. The customer believes they might have gotten less than 40 units, but their blood glucose levels did not drop. The insulin pump will not be returned for analysis.